Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device was damaged. The provider reported that there was a bend that is not typically present. The issue was noted during prep on the table. Therefore, another unknown device had to be used. There was no reported patient injury. The mynx was never introduced into the vessel. The device will be returned for evaluation. Addendum: product evaluation images demonstrate the sealant was exposed.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device was damaged. The provider reported that there was a bend that is not typically present. The issue was noted during prep on the table. Therefore, another unknown device had to be used. There was no reported patient injury. The mynx was never introduced into the vessel. A non-sterile ¿mynx control vcd, 5f¿ was returned for investigation along with the syringe. The unit was thoroughly inspected, observing that both button 1 and button 2 were not depressed. The procedural sheath was returned for analysis. The stopcock was set in the opened position. The sealant was found prematurely exposed and swelled by blood saturation. The atraumatic tip did not present any damages or anomalies. In addition, the sealant sleeves were found to be severely damaged. The device was blood saturated. No other outstanding details were noticed. Per functional analysis, an inflation/deflation test was performed with the returned device to ensure the balloon¿s functionality according to the indication within the instructions for use (IFU), and no anomalies were noted. The balloon was inspected using a vision system to obtain a magnified image, and no anomalies were noted. However, a kinked condition was found with the sealant sleeves. The product history record (phr) review of lot f2222102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-damaged¿ was not confirmed through analysis of the returned device since there were no issues noted with the balloon. However, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the severely damaged sleeves. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the balloon issue experienced since there were no issues noted during analysis. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle), and/or the condition of the sheath (although not returned) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review, nor the product analysis suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.